Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a lead malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
It was reported that oversensing was noted on this right ventricular lead approx. 77 months after the implantation. A revision took place on (B)(6) 2019 and the lead was capped. The ICD was explanted and a dual-chamber pacemaker was implanted.